Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that after the patient had been exposed to a metal detector, the pacemaker "rushed very fast after a small amouunt of effort."